Event description:
On the initial report received by aso on 2/01/2023, the consumer states that the product caused a chemical burn on his arm, and when he went to the (B)(6) hospital, the nurse claimed it was similar to a 1st degree burn. Consumer returned customer information request (cir) on 2/20/2023. The consumer reported using the product on his wrist. The nurse gave the consumer triple antiseptic and benadryl cream. The consumer stated that the symptoms were corrected after stopping using the product. Consumer confirmed that the issue was with the tape area. However, his wrist still has discoloration and bumps.

Manufacturer narrative:
As of 02/24/2023 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted.